Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) today and had been away from the MRI scanner for 4 hours but the pump was still stalled. The hcp interrogated the pump numerous times with no recovery. Technical services reiterated MRI labeling and to continue to interrogate the pump every 20 min. The caller inquired about recalls and something they had received from mdt but did not have any specific information regarding this other than manufacturing defect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes have been updated based on new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient's pump finally did interrogate successfully after 2 hours with no malfunction. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.